Event description:
Koru medical became aware of mw5148026 received through the FDA medwatch program stating "spontaneous report. Patient reports freedom pump is broken; mechanism that holds syringe is broke so the syringe shoots out of pump and will not stay in to administer infusion. Patient was not clinically injured due to pump malfunction. Patient is able to complete infusion, will manually push medication and contact pharmacy if any further issues. Pump is available for inspection, and will be replaced with a new pump for patient's next infusion. Serial number not provided. Indication: nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver." A good faith efforts were sent to the initial reporter on 01-dec-2023 and 07-dec-2023 for additional information. A response was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru for evaluation to date. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.